Manufacturer narrative:
Reported issue of bands failed to deploy. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in a procedure on an unknown date. According to the complainant, during the procedure, the bands failed to deploy. There was no difficulty in setting up the device. Attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.